Event description:
The customer reported a burning smell coming from the device that was localized to the printer and capacitor in the printer. No pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.